Event description:
On (B)(6) 2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized possibly related to dialysis. There were no reported allegations that the event was caused by an issue/malfunction with (B)(6) products. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained (in the hospital) which had growth of methicillin resistant staphylococcus aureus (mrsa). The patient was diagnosed with peritonitis and was initiated on antibiotic therapy utilizing vancomycin (1 gram) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital continuing pd with the same cycler and vancomycin 1 gram ip every three days. Per the nurse, the patient was readmitted into the hospital on (B)(6) 2025 due to pd catheter (not a (B)(6) product) malfunction. It was stated that the patient is being continued on antibiotic therapy for the peritonitis infection that began on (B)(6) 2025 while hospitalized. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to the peritonitis event. The nurse indicated that the patient¿s nephrologist attributed peritonitis to constipation. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".